Event description:
It was reported "helium loss alarm issued, frank red blood noted in driveline. Iab rupture suspected". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the short driveline tubing was noted cut; remaining length including the one-way valve was not returned with the sample. A non-teleflex syringe was noted connected to the cut short driveline tubing. The bladder was full unwrapped. The teflon sheath was noted on the iabc. Dried blood was noted on the exterior surfaces of the returned sample. Blood was noted within the bladder/helium pathway. The fos cable was visually in-inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was m measured at six points with measurements ranging from 0.0055in-0.0062in and was within specification of process document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 16cm from the iabc distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. No other leak was detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab rupture" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "helium loss alarm issued, frank red blood noted in driveline. Iab rupture suspected". Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".